Event description:
It was reported by the sales rep, that the surgeon booked with our sales rep and pm the following sets: asnis, axsos, hydro set and large fragment set. The surgeon wanted to use canulated screws but the asnis was not delivered with the rest of the sets as it was not part of the booking made with the kitroom. The surgeon then used the locking screws, the plate and everything aligned but when the screws was inserting 3 of the 6 screws broke off in the patients leg. This will be investiagted and the set will be checked on return. No adverse consequences were reported but there was extended theatre time.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current op tech reads: "note: ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. - if the locking screw thread does not engage immediately in the plate thread, reverse the screw a few turns and re-insert the screw once it is properly aligned. Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a maximum torque of 4.0nm. The device will click when the torque reaches 4.0nm. If inserting locking screws under power, make sure to use a low speed drill setting to avoid damage to the screw/plate interface and potential thermal necrosis. Perform final tightening by hand, as described above." [Original statement] indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the sales rep, that the surgeon booked with our sales rep and pm the following sets: asnis, axsos, hydro set and large fragment set. The surgeon wanted to use canulated screws but the asnis was not delivered with the rest of the sets as it was not part of the booking made with the kitroom. The surgeon then used the locking screws, the plate and everything aligned but when the screws was inserting 3 of the 6 screws broke off in the patients leg. This will be investigated and the set will be checked on return. No adverse consequences were reported but there was extended theatre time.